Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient present in clinic following inadequate and inappropriate therapy due to ventricular noise. During follow-up, the noise was reproduced as the patient moved his arms. The device was reprogrammed and the lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece with the helix retracted. Visual examination noted silicone insulation damage from the connector pin, which is damage consistent with that occurring at the time of the explant procedure. Electrical testing revealed no indication of conductor fractures or internal shorts. The right ventricular shock coil was removed and the silicone insulation beneath was found to be intact. The results of the investigation concluded the analysis of the lead was normal with no anomalies found. Based on the information received, the cause of the reported incident could not be conclusively determined.